Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, after which the caller successfully began their sensor session without further issues.